Manufacturer narrative:
(B) (4). The pump was received and evaluated by baxter. The reported condition was not confirmed or duplicated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)

Event description:
The customer reported a colleague infusion pump with an alarm malfunction (alarm not working). According to the customer, there was not an adverse event, patient injury or medical intervention had been reported related to the device. The speaker was not muted and the volume was not turned down. The backlight to the device channel was off. There were no features on the pump that were shut off or disabled. There was not an alarm failure indicator on the device. The event occurred during biomedical testing at the biomedical shop. The pump did have a new battery. There is no additional information available.

Event description:
Pump was received by manufacturing from funeral home. Interrogation of the pump revealed the last change had been made in 2002. Funeral home reported explanting the pump in 2005. The implanting physician had no info related to the circumstances of the pt's death. Cause of death is unk. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported the 2.0 x 15 mm rx voyager nc balloon catheter was used for pre-dilatation. The first pre-dilatation was successfully performed. However, during the second or third inflation, the catheter would not hold at 16 atm as the pressure gradually reduced. According to the physician, a leak might have been in the proximal end of the balloon. No additional event or patient information is available.

Manufacturer narrative:
The software version is 5.03.00, categorize as unremediated.

Manufacturer narrative:
(B) (4) a follow-up report will be submitted when the evaluation results or additional information becomes available.